Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 27 events were reported for this quarter. Product return status: 27 devices were evaluated based on historical data analysis. Additional information: 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 events for the failure: overheating of device. 8 events had problem identified during non-clinical procedure; there was no patient involvement. 17 events had problem identified before clinical use/exposure; there was no patient involvement. 2 events had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 27 events for the failure: overheating of device. - 8 events had problem identified during non-clinical procedure; there was no patient involvement. - 17 events had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #. Supplemental rationale: corrected data: b5, h6, h11, 27 previously reported events were included in this follow-up record. Product return status: 27 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 27 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 27 devices: product not received.